Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified that the stent was detached from the balloon. From the examination it was noted that stent crimp marks were evident on the balloon. The complaint report stated that the stent became dislodged and remained in the guide catheter. The guide catheter, together with the device were received and inspected as part of this investigation. On inspection of the guide catheter, it was noted that the shaft was kinked at its proximal end and advancing a guidewire beyond kink location was not possible. At the location of the kink, the shaft was dissected so as to expose/remove the reported stent dislodgement. However, following dissection of the shaft, the investigation failed to locate the dislodged stent. The bumper tip section of the device was damaged and the hypotube was kinked at various locations along its length. The balloon was examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the mildly tortuous right coronary artery. A 3.50x24mm promus element¿ plus stent was advanced inside the non-bsc guide catheter which had kinked at the proximal shaft, however, the stent was dislodged. The device remained intact in the guide catheter and was removed as one unit from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the mildly tortuous right coronary artery. A 3.50x24mm promus element plus stent was advanced inside the non-bsc guide catheter which had kinked at the proximal shaft, however the stent was dislodged. The device remained intact in the guide catheter and was removed as one unit from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patients status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).